Event description:
It was reported that the patient comes for follow up visit and the interrogation revealed two fractured contacts within the leads, which is preventing the system from being switched to magnetic resonance imaging mode. Additional information was received that the patient underwent a spinal cord stimulator (scs) lead replacement procedure. Additional information was received that the patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial:(B)(6). Batch: (B)(6) UDI: (B)(4) pro code: qrb.

Event description:
It was reported that the patient comes for follow up visit and the interrogation revealed two fractured contacts within the leads, which is preventing the system from being switched to magnetic resonance imaging mode.

Event description:
It was reported that the patient comes for follow up visit and the interrogation revealed two fractured contacts within the leads, which is preventing the system from being switched to magnetic resonance imaging mode. Additional information was received that the patient underwent a spinal cord stimulator (scs) lead replacement procedure.

Manufacturer narrative:
Block d2b: lgw, qrb. Additional suspect medical device component involved in the event: model number/catalog number: sc-4318. Batch/lot number: 29661767. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2317-70. Serial number: (B)(6). Batch/lot number: 7079745. Model/catalog description: infinion cx lead kit, 70cm. Unique identifier (UDI) #: (B)(4). Sc-2317-70 (sn: (B)(6)). Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient comes for follow up visit and the interrogation revealed two fractured contacts within the leads, which is preventing the system from being switched to magnetic resonance imaging mode. Additional information was received that the patient underwent a spinal cord stimulator (scs) lead replacement procedure. Additional information was received that the patient was doing well postoperatively.